Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal-mid right coronary artery (rca) that was eccentric and 50% stenosed. A non-abbott guide wire and a whisper extra support guide wire were advanced to the rca using the buddy wire technique. An aspiration thrombectomy device was used to obtain a large red clot. Then, a 3.5x15 mm balloon was used in the mid rca and a 2.0 x12 mm at the proximal posterolateral artery. A 3.5 x 24 mm non-specified stent was then deployed at the mid-distal rca. The whisper guide wire was pulled back when resistance was felt with the balloon. It was stated that it felt as if the whisper guide wire was swelling. However, the guide wire was removed successfully through the balloon. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and physical property issue were unable to be confirmed as no resistance was noted during device testing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported difficult to remove and physical property issue were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue (noted swelling); thus, resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.